Manufacturer narrative:
Returned device was received in good physical condition but the bottom case was cracked and the screw stand off broke. Evidence of reported problem in event log was found. During the evaluation of the device, the "check flange sensor" error was found during a failed syringe test and a failed flange sensor test. The optocoupler was mounted upside down by the customer. This was found to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump needed a replacement plunger board. The plunger cable/ force sensor was alarming during the force sensor bridge test. There were no reported adverse events.